Manufacturer narrative:
Batch review performed on 15 march 2023. Lot: 124691: (B)(4) items manufactured and released on 19-dec-2012. Expiration date: 2017-nov-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Additional components involved: liner: versafitcup cc trio 01.26.3244stt flat pe liner ø 32 / e (k103352) lot: 124719: (B)(4) items manufactured and released on 14-jan-2013. Expiration date: 2017-nov-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857) lot: 131737: (B)(4) items manufactured and released on 24-jun-2013. Expiration date: 2018-may-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event. Visual inspection performed by r&d project manager. From the analysis of the received components, it is possible to note the presence of bone tissue in the macrostructures of the shell. No other notable signs are visible. In the liner, inner surface wear can be noted, which is acceptable after almost 10 years from the primary surgery, considering also it is standard pe (uhmwpe). Moreover, some signs of damage are present on the liner rim due to the removal. Based on the information available, it is not possible to determine the root cause of the event.

Event description:
Revision performed 9 years and 5 months after the primary surgery due to cup loosening. It has been reported that, during the revision, signs of wear were detected on the liner. Head, liner and cup revised successfully.